Event description:
It was reported that the patient experienced a loss of therapeutic effect and was not feeling the stimulation sensation on program 1 at 7.0 volts. The patient also reported a worsening of urinary incontinence symptoms since implant. The implantable neurostimulator (ins) worked for a little while post implant. Troubleshooting was performed. The patient felt a needle stick sensation in the left vaginal area on program 2 at 6.0 volts. The patient reported a few falls. It was later reported that the patient also experienced a "pulling/tugging sensation" in the perineum area which began after the patient turned the ins up to 6.9 volts. While troubleshooting, the patient lowered the stimulation from 6.9 volts to 6.2 volts. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information showed that on (B)(6) 2012 the patient continued to have involuntary bowel movements and lack of therapy. The patient stated they were taking medication for diarrhea but they were "under so much stress their symptoms are returning." The patient changed programs on their device.

Manufacturer narrative:
Product ID: 3093-28, lot# v708219, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# unknown, product type: programmer. (B)(6).